Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an itchy red rash that appeared after the sensor was removed that required medical intervention. The sensor was inserted on (B)(6) 2015, and the rash was noticed the same day. Reportedly, the patient was not taken to the doctor for the rash until (B)(6) 2015. The doctor prescribed an antibiotic ointment and a hydrocortisone/steroidal ointment. The rash is healing and the patient is well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).